Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: there was resistance when removing the stylet, and it came out frayed. The tip, end point, appears to be fractured. After consulting with the physician, they confirmed that they investigated and there is no foreign body remaining inside the patient.

Event description:
It was reported that wire fraying during stylet removal. No serious injury occurred and no medical intervention was needed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.